Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that there were no clinical factors found which would have definitely contributed to the event. The patient impact beyond the reported cannot be determined and the procedure was reportedly completed with a non-significant delay. Therefore, no further medical assessment can be rendered. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the scope had unclear image and on the one corner of the image there was some scratches noticed and a dark shadow. The surgeon could not view the entire image. The procedure was completed with a change in the surgical technique (open technique). There was a non-significant surgical delay and no further complications were reported.